Event description:
A hospital in (B)(6) reported that a heaterwire alarm was generated involving an rt340 adult dual-heated evaqua breathing circuit. The hospital further reported that when the circuit was changed, there were no alarms. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that a heaterwire alarm was generated involving an rt340 adult dual-heated evaqua breathing circuit. The hospital further reported that when the circuit was changed there were no alarms. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). The 510(k): the rt340 is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the heater wire pins on the inspiratory and expiratory limbs of returned complaint device were tested to see if they could be connected to a heater wire adaptor. Results: the heater wire pins of the inspiratory limb were out specification as they were bent, therefore full insertion of the heater wire adaptor was not possible. Full insertion of the heater wire adaptor was achieved with the heater wire pins of the expiratory heater wire pins. A lot check could not be performed as no lot number was performed. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).